Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the end of an unknown procedure. The procedure was completed without any delay as the issue occurred at the end of the case. The philips remote service engineer (rse) checked the system remotely and confirmed that fluoroscopy failed. Review of the logfile shows x ray generator: xsc: activate en_x_c failed. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the customer performed a cold restart and the issue persists. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found issue occurred at the end of the case hence there was no delay in the procedure completion. On further troubleshooting, the fse found that while making x-ray, the screen went black. To resolve the issue, the fse replaced xsc certeray and completed calibrations and testing. The defective part was sent for analysis, for xsc certeray failure was observed and the failure was found to be activate en_x_c failed. Error on signal bus. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The exposure button issue did not impact the completion of the procedure. The procedure was completed without delay as the issue occurred after completing the procedure, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.